Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings:a review of the black box did not show any unexplained time loss/gain issues. A reboot was recorded on (B)(6) 2016 at 08:25. When the pump was powered back on, the time and date were not corrected; a manual time/date change was later made from (B)(6) 2007 12:12 to (B)(6) 2016 08:42. A review of the black box showed an unexplained reboot on (B)(6) 2016 at 02:25; deliveries never resumed. A timekeeping accuracy test was performed and the pump maintained time accurately for 5 days. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The allegation of a time loss/gain issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) up to 350mg/dl with no signs or symptoms of hyperglycemia, and low blood glucose (bg) as low as 38mg/dl with unsteadiness associated with a time loss/gain issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, did not require assistance of a third party, and remained on the pump. The reporter stated that the pump was gaining or losing time more than 5 minutes per month. During troubleshooting, the reporter corrected the time and rebooted the pump, and the pump did not maintain the correct time. The alleged elevated bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time loss/gain issue.